Manufacturer narrative:
It is unknown if the device is available for evaluation- it has been requested. The investigation is pending.

Event description:
The event involved a tego® connector. It was reported that it did not perform rinse back as tego caps did not allow blood to flow from the venus line. There was patient involvement. No reported patient harm.